Event description:
Opteform allograft distributed by exactech. Box states 5mm x 90mm. However identification labels inside box for pt chart state 90mm x 3mm. Co exactech stated they are aware of problem however had no solution; product was 5mm x 90mm.